Event description:
The reporter indicated that a 12.6mm vicm5 12.6 implantable collamer lens of -4.50 diopter lens tore while loading; no patient contact.attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).